Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 8.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
The returned balloon had a 75mm long longitudinal tear stretching from the distal end of the balloon to the mid-section of the balloon. An examination of the balloon material identified no other issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 8.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.